Event description:
It was reported that the health care professional (hcp) requested a review of stored reports for this cardiac resynchronization therapy defibrillator (crt-d), the patient reported vibration feelings over the last few weeks. Technical services (ts) provided a review of atrial tachy response (atr) as inappropriate mode switches due to farfield oversensing signals of ventricular signals in the atrial channel. Ts discussed possible reprogramming options such as adjusting atrial blanking and sensitivity. This crtd remains in service. No adverse patient effects were reported.